Event description:
It was reported that upon reviewing strips of a successful therapy, multiple undersensed ventricular events were observed after the device began delivering atp and charging for hv therapy delivery. The undersensed events did not affect therapy delivery and the arrhythmia was successfully terminated. Programming changes were not performed due to parameter conflicts.